Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer inadvertently entered 1 unit: 1 grams instead of 1 unit: 7 grams as a carbohydrate ratio setting. Blood glucose was 101 mg/dl. Tandem technical support assisted the customer with updating the correction factor setting.